Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had electrical test failure #50 alarm. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp device. The fse was able to observe tha the system was showing electrical test failure #50. The fse check the system properly and found a problem with the motor control board, and that the system was not working. The fse replaced the motor control board, and then checked the system, finding it was working fine and ready to use.